Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the second firing, while firing at the antrum of the stomach, the reload showed an error message indicating over indicated tissue thickness, but the device was still able to advance slowly. After the device stopped the surgeon used another reload, and manual handle for the second firing. There was no patient injury.